Manufacturer narrative:
(B)(4). Arjo was informed about a minuet 2 bed malfunction. Following information gathered, the side rail was broken off the bed. There was no allegation that the issue occurred at time of use the bed by a patient. No injury nor other medical consequences were reported. An arjo representative during an on-site visit checked the device. It was found that the bolt responsible for securing the side rail was sheared off. It resulted in the side rail detachment. The circumstances in which the issue occurred were unknown therefore the root cause could not be established. Instruction for use dedicated for minuet 2 beds (746_396) includes requirement to: examine the bed for obvious signs of damage. All aspects of the equipment should operate as intended. Make sure that all nuts, bolts and other fastenings are tight and are not missing. Sum up, the inspection of the arjo bed revealed the detachment of side rail, therefore the bed was not met to its performance specification. There was no allegation that the issue occurred at time of use the bed by a patient. No injury was reported.

Event description:
Arjo was informed about a minuet 2 bed malfunction. Following information gathered, the side rail was broken off the bed. There was no allegation that the issue occurred at time of use the bed by a patient. No injury nor other medical consequences were reported.